Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the device and confirmed the reported issue. The condenser and absorber were re-seated to resolve the reported issue.

Event description:
The hospital reported that at the start of a case, with the device connected to a patient, the device alarmed for high positive end expiratory pressure. There was no report of patient injury.